Event description:
The patient's serum sample tested on the imx analyzer with the imx b-hcg assay received a value of 150.73 mlu/ml on the initial assay run and a value of 153.63 mlu/ml on the repeat assay run (positive if greater than 25 mlu/ml). The patient's serum sample was also tested wtih qualitative methods from genzyme and wampole with a result of negative. A urine sample was obtained from the pt and tested by the beckman flexsure method with a result of negative. Another serum sample was drawn and tested with the acs 180 analyzer at another laboratory with a result of 10 mlu/ml (boderline result by this method). This same sample was run on the imx analyzer back at the original laboratory with a result of 167.73 mlu/ml.